Manufacturer narrative:
The field service engineer (fse) was onsite at the customer location and observed air bubbles in the sample tubing as the syringe had come loose from the pump. The fse tightened the syringe by tightening the syringe barrel. The fse ran controls and they all passed. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported cb is failing blood on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment.